Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while connected to a liberty select cycler. No additional information was provided during intake. Subsequent attempts to obtain additional information [e.g., discharge summary (if applicable), esrd death notification, autopsy report, treatment data (if applicable), death certificate] have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing an unknown liberty select cycler and the serious adverse event(s) of death, as the patient was undergoing ccpd therapy when the event(s) occurred. The etiology of the event(s) is unknown; therefore, causality could not be firmly established. However, the end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. It should be noted that limited information precluded a more comprehensive investigation. Based on the information available, the patient¿s unknown liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 5/dec/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while connected to a liberty select cycler. No additional information was provided during intake. Subsequent attempts to obtain additional information [e.g., discharge summary (if applicable), esrd death notification, autopsy report, treatment data (if applicable), death certificate] have thus far proven unsuccessful.